Manufacturer narrative:
(B)(4). Concomitant medical products: 110010261, g7 osseoti multi hole cup, 6190009, 010000836, g7 neutral e1 liner 28mm b, 6014223. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01218, 0001825034 - 2018 - 01220.

Event description:
It was reported that two liners could not fit the acetabular shell. The hospital had two of the same size liners; however, the two pieces could not be fixed. The surgery was finished with backup product. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was returned and evaluated against the complaint. The devices were assembled upon receipt. The rim of both the liner and shell are scratched. A gouge in the outer radius of the liner could be observed through the hole at the apex of the shell. The liner appears to be fully seated within the shell. Additional information received does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.